Manufacturer narrative:
Philips service replaced defective aperture with nicol vasc v2 coll and performed partial acceptance. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that aperture error caused imaging unavailability during clinical use on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.